Manufacturer narrative:
A product investigation was completed: the given information on the device report has indicated that the t-bar at top of inserter is fallen off. The visible investigation has also shown traces of deformation from hard use at the tip. The affected inserter may have the potential for breakage during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: 359.219 ¿ 8683130, manufacturing site: (B)(4), manufacturing date: 19.dec.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tens inserter's t handle broke during a tens nail insertion case. It delayed surgery while a repair was attempted before swapping for another inserter from a different set. No adverse outcome for the patient. The surgeon estimates a 30 minute delay. They are still confirming with the product specialist whether any fragment was left in the patient. The product specialist has advised the following: no fragments left inside. Discovered the breakage a fair distance from the patient. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.